Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va37rjn, product type: lead. Product ID: 97800, serial# (B)(6), product type: implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient (pt). They reported that the cause of the high impedances for implanted device was not determined. To resolve the issue the first implant and lead were replaced. It is unknown if the issue was resolved.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Continuation of d10: product ID 978b128 lot# serial# (B)(6), product type lead product ID 97800 lot# serial# (B)(6), product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block and was cross-threaded. Analysis of the lead (lot#: va37rjn) revealed that the outer insulation was pinched. Analysis identified that the conductor coils were crushed in the body of the lead 20.7 cm from the proximal end; consistent with overstress damage. Continuation of d10: product ID 978b128, lot# va37rjn, product type lead. Product ID 97800, serial# (B)(6), product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported a defective lead and battery. Caller reported when they tested the lead, they were getting great responses. When they connected the lead to the battery and checked the impedance, all of the electrodes were greater than 4, 000 ohms. They dried it off, cleaned it off and turned off the oil lights, but the impedances were still over 4,000. They tried turning up the stimulation on the patient programmer, but it would not let them go past 0.3ma. They thought the lead was fractured, so they changed to a different lead and connected it to the same battery, but they got the same results. They then changed the battery. Caller stated that with the replacement lead and ins, they were still seeing all impedances greater than 4,000 ohms but hcp decided to close. Reviewed possibility of temporary high impedances. The issue was not resolved through troubleshooting. The caller was not with the patient at the time of the call. Caller will be returning ins and lead.

Manufacturer narrative:
Continuation of d10: product ID neu_interstim_ins (unknown); product type: 0197-implantable neurostimulator; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va37rjn); product type: 0200-lead; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.